Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced cannula kinked event with seven infusions set on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2025. The insertion site was abdomen. The patient noticed symptoms 3 or more hours after the insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 6.